Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed her site and tubing twice but her blood glucose level was over 400 mg/dl. The customer experienced a low blood glucose level of 48 mg/dl before her blood glucose level went up. The self-test passed. The device was not returned.